Event description:
Surgeon was inserting a synthes 7.3mm x 70mm cannulated, partially threaded screw when it was noted that the tip of the screw driver was missing. Surgeon was immediately made aware and the tip of the screw driver was successfully retrieved without difficulty.

Event description:
Add'l info rec'd from MFR 3/08/05: the catalog number of the subject device was not provided on medwatch report provided. The lot number of the subject device was not provided on medwatch report provided. A complaint could not be opened based on the info provided in the medwatch report. A medwatch report will not be filed.